Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalised around late (B)(6) 2025 (exact dates not provided) with an abscessed infection that developed at the infusion site while wearing the pod. The patient reported that while they were wearing the pod, the infusion site became inflamed, the patient was diagnosed with cellulitis and given unspecified antibiotics as treatment, however this treatment was not successful. The patient was then hospitalised and the purulent discharge within the abscess was surgically drained. After this procedure the patient was prescribed a 7-day course of flucloxacillin. It was reported that recovery took 9 weeks and the patient was left with some bruising. The pod has been discarded by the patient.